Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was two open pouches from the lot number provided. The labels match the product returned. Three additional sealed devices from two different lot numbers were also included in the return and evaluated. Used device: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the pre-loaded wire guide and multiple kinks/bends in the catheter were also observed throughout the device. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and the balloon was attempted to be inflated. The balloon would not inflate and leakage was observed from the balloon material. A close visual examination identified a rupture in the balloon material. The rupture is located near the middle of the balloon and no portion of the device or balloon material appear to be missing. No other anomalies were detected with the device. Sealed device 1 (lot # w4841286): our laboratory evaluation of the returned sealed device, could not confirm the report. During a functional test, a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, lubrication was applied to the balloon and it was advanced through an olympus gif q20 endoscope with a 2.8 mm channel. On exiting the endoscope, the balloon was inflated with water. The balloon inflated as intended and held pressure. The balloon was deflated by applying a vacuum and removing all fluid. The device was then removed from the accessory channel of the endoscope. No damage was observed in the balloon material on removal. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Sealed devices 2 and 3 (lot # w4849438): our laboratory evaluation of the returned sealed devices, could not confirm the report. During a functional test, a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port of both devices. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, lubrication was applied to the balloon and it was advanced through an olympus gif q20 endoscope with a 2.8 mm channel. On exiting the endoscope, the balloons were inflated with water. The balloons inflated as intended and held pressure. The balloons were deflated by applying a vacuum and removing all fluid. The devices were then removed from the accessory channel of the endoscope. No damage was observed in the balloon material of either device on removal. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used device: our laboratory evaluation of the returned device confirmed the report. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Sealed devices 1-3: our evaluation of the returned sealed devices could not confirm the report. A definitive cause for the reported observation could not be determined because the products functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to a leakage and/or damage to the balloon material is failure to apply negative pressure to the balloon prior to advancement. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." A leakage and/or damage to the balloon material can also occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicates negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to a leakage is failure to apply negative pressure to the balloon prior to advancement. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." A possible contributing factor to a leak in the balloon material is if the device comes in contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, the physician used two cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that the balloons were put down the scope. Once in place they were inflated to the first size and suddenly the balloons popped. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.